Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that their infusion set had a bent cannula. They reported that the customer's blood glucose level was around 400 mg/dl. They were getting a no delivery alarm on the insulin pump so they changed the infusion set. They changed the infusion set again because the customer's blood glucose was still high. They reported that both infusion sets had a bent cannula. Troubleshooting was performed. The device will not be returned for analysis. The infusion set will be returned for analysis.